Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was tested with no missing segments/partial display noted. The pump was received with moisture damage on the electronics assembly, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, a cracked case on the display window, and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of missing segments and moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there are lines going through the pump looking like a barcode. The customer stated that the pump might have been exposed to moisture at some point. The customer stated that all the icons show full and there is a black circle present. The customer was advised to insert new (B)(6) aaa alkaline battery. The customer tried with (B)(6) batteries and the display did not return back to normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.